Event description:
A pt called the depuy mitek prod complaint line looking for general info regarding depuy mitek metal anchors. She had bone spurs removed from her heel and achilles tendon re-attached in 1994 using what she believes might have been a mitek metal anchor. Since the metal anchor was implanted she has had a persistant eczema rash at the site ever since.

Manufacturer narrative:
The pt does not know the prod code or lot # of the device which prevents a batch history review from being performed. At this time it can not be confirmed the metal device implanted in the pt's foot in 1994 is a mitek metal anchor. The pt indicated the dr has tried antibiotics and topical creams, but the issue has persisted since the device was implanted in 1994. There are currently no plans to remove the anchor from the pt's foot, so the device will not be returned to mitek for eval for any type of root cause analysis. Should add'l inf become available at some future point a f/u medwatch report will be filed.